Event description:
It was reported that while in use, the inflation line detached from the pilot balloon. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
No device or photo was returned for investigation. No lot number was provided, DHR review could not be done. Root cause of the issue is currently unknown.